Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the reload was articulated and it got stuck, later the reload moved back by itself. They tried using different reloads and the same issue occurred. It was also reported that the surgeon was able to overcome issue with familiarity with the device and the same handle and adapter were used in completing the procedure. There was no patient injury.